Manufacturer narrative:
Product evaluation was not performed as the device remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The incidence of perioperative cardiac arrest after open heart surgery ranges from 0.7% to 2.9%, there are multiple etiologies of cardiac arrest, a rare cause is valve failure. The principal causes of cardiac arrest post cardiac surgery are electrophysiological disturbances like arrhythmia or reversible mechanical causes such as graft malfunction, cardiac tamponade, major surgical bleeding or tension pneumothorax. In this case this was not a manufacturing related issue. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Through medical records, patient underwent redo-aortic valve replacement with a 23mm edwards valve. The patient had a vfib arrest, required an emergent CABG x1, iabp, and echo support. She developed a coagulopathy and eventually needed a permanent pacemaker placed. Intra-operative report, the cross-clamp was removed and cardiac function appeared excellent. The lv function particularly was very robust and the rv function was also quite good. Cardiopulmonary bypass (cpb) was weaned off without an inotropes. Protamine was administered and this was well tolerated. Cardiac contractility appeared excellent. There was mild dysfunction in the rv so dobutamine was started. The surgeon assured hemostasis and began chest closure. In the final stages of getting the chest together, the patient abruptly developed a ventricular fibrillation arrest (vf). She was shocked and got her back to normal sinus rhythm; however, within 20 seconds this deteriorated back to the vf arrest and it was similar to torsade, so the chest was reopened. The right ventricle appeared to have very poor to minimal contractility and additional medications were given but they did not help very much. Her blood pressure dropped to the 50-60's and she was placed back on cpb. To help with the right ventricular dysfunction, an intra-aortic balloon pump (iabp) was placed. A coronary artery bypass grafting x1 to the right coronary artery was completed. She became vasoplegic so methylene blue was necessary. The surgeon was able to wean off cpb with the support of epinephrine, inotropes, iabp, and nitric oxide. With this, her pressure was still in the mid-80's. There was some bleeding along the proximal suture line and she was placed back on cpb. Sutures were placed and attempts were done to control the bleeding including packing with ice and hemostatic agents. She was gradually weaned off cpb and ECMO was started. She still had a fair amount of bleeding and was in a surgical and medical coagulopathy. The chest was packed and an esmarch dressing was placed. The patient was moved to the cvru in critical condition. The patient went into multisystem organ failure, acute renal failure, required a permanent pacemaker, was eventually extubated and able to begin rehabilitation and began eating. She was discharged to a rehab facility on post-op day twenty-eight (28) in stable condition.